Event description:
Healthcare professional reported, right side device was found to be intact. And capsular contracture, baker grade I.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp reported right side "desire for smaller implants". Device was explanted.